Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was t-wave oversensing on the patient's device. Programming changes were recommended.

Event description:
New information received indicates that new episodes of non-sustained lead noise was noted via merllin.net transmission. Recommended programming changes will be discussed with the physician.